Manufacturer narrative:
As reported, the optifix at fixation device did not penetrate the mesh/tissue during deployment. The subject device was returned for evaluation. During the sample evaluation, all the remaining seventeen (17) fasteners deployed successfully with no issues found. The reported event that fasteners would not penetrate was not reproduced throughout the sample evaluation. No manufacturing anomalies were found. The sample was found to function as intended. The reported problem experienced by the user is most reasonably determined to be associated with a user related root cause. To date this is the only complaint reported from this lot. The instructions-for-use states, "place the tip of the optifix¿ at absorbable fixation system with articulating technology at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure to ensure fastener is fully deployed. Different types of mesh may require different amounts of counterpressure. Adjust counterpressure for straight and articulated mode appropriately axial to the articulating tip. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head and stem of the fastener. Place another fastener in the same vicinity. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient."

Event description:
It was reported that when performing a laparoscopic ventral hernia repair using the optifix at in the articulated position, the surgeon noted that only about every third fastener was adequately penetrating the abdominal wall soft tissue and peritoneum. It was reported that the correct amount of counter force was applied during use. The device was not dry fired and another, non-bard/davol secure strap device. As reported, it is unknown if the temperature dot was checked prior to use. The user is reported as a new user with 2-10 case history with the device. There were no loose fasteners left in the patient and no patient injury.